Manufacturer narrative:
Evaluation: method - medical review. Results: review of this file indicates that a this lens was ordered on (B)(6) 2011 for the patient's left eye. It can be deduced that the cataract had developed within 11 days from implantation. This event is likely due to anterior subcapsulat touch during surgery. (B)(4).

Event description:
The reporter stated the micl12.6 lens was explanted due to the patient forming a cataract. The lens was replaced with an iol. Additional information was requested, but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4) - cataract, surgical procedure, secondary, explanted. (B)(4).